Event description:
It was reported that upon release from tether mode during implant procedure, the patient's leadless pacemaker (lp) had dislodged and migrated into the pulmonary artery. The device was snared and removed from the body without issue. The procedure on (B)(6)2023 was abandoned. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Reported event of dislodgement was not confirmed. Final analysis found the helix elongation to be consistent with having occurred during implant procedure. No anomalies were found.